Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had experienced a problem with the pump and was feeling sick. The issue was not with the pump itself, but with the connector between the internal line and the pump. Shortly before the incident, the patient noticed a wet spot on her clothing, which turned out to be blood, and blood was observed in the line. She replaced the connector and restarted the infusion; the leakage stopped, but she continued to feel unwell. When she woke up at 5 am, everything appeared to be functioning normally. The patient was not experiencing any difficulty breathing but had some lightheadedness and general uneasiness, which she believed might have been partially due to anxiety or stress related to the situation. The pump appeared to be running correctly and did not require replacement at that time. The reported product fault occurred while in use with a patient. There was no reported patient harm.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.